Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. 2. Results: 2.1 the device history files were analyzed. A space line was inserted and a volume of 980ml and a rate of 41,67ml/h was selected. The infusion started on (B)(6) 2023 at 09:32 pm and two hours later a "air rate alarm" occurred. The line was purge and the infusion was continued. A "air rate alarm" occurred again and the line was purge. The infusion was continued and on the next day at 8:34 pm the infusion was stopped. At this time, 958,89 ml was infused. A new volume of 71,11ml was selected and the infusion was started for 56 minutes. At this time, 38,59ml was infused. No other abnormalities were found in the device history. 3. Judgment: 3.1 the complaint could not be confirmed.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "underinfusion" according to the customer: when did the failure occur: "during therapy reason of complaint: user reported underinfusion for IV tpn - 1,000ml. IV tpn was ordered for patient to start on (B)(6) 2023 2130hrs , it is a 24 hours therapy which is supposed to end on (B)(6) 2023 2130hrs. User setup the pump according to the following parameters : rate : 41.67ml/hr vtbi : 980ml infusion set 8700036sp and intrapur filter 4099702 was used for the infusion. On (B)(6) 2023, 2130hrs, user reported that the tpn bag was still full. Uninfused tpn and the infusion set was set aside together with the device for bme to do investigation. Attached with history logs extracted."